Event description:
Reporter reported to smiths medical international that the tubing severed in its inferior part on a femoral catheter. This condition was discovered rapidly, so there was no patient injury or treatment associated with this event. The unit was destroyed.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Customer reported that it may have been lot 1309447, manufactured 05/2008 exp date 05/2013. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. The device history was reviewed with no issues noted. No additional action is necessary at this time. Smiths considers this MDR closed with this report.